Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, malposition and paravalvular leak after implant of a 29mm sapien 3 ultra resilia valve resulted in a valve-in-valve procedure. During the deployment of the first 29mm sapien 3 ultra resilia valve in the aortic position via right-transfemoral approach, the 29mm commander delivery system balloon ruptured. Perceived root cause of the balloon burst was the raphe from the bicuspid valve. The valve landed 50/50 (aortic: ventricular) on the non-coronary cusp. The implanter intended to implant the device lower with the added volume. Per report, it appeared as though the implanter was pushing in on the delivery system during deployment. During withdrawal of the delivery system, the delivery system balloon would not completely go into the 16fr esheath+. There was no retained volume in the balloon during withdrawal. There was coaxial alignment of the delivery system upon re-entry into the distal end of the sheath, and the delivery system was completely unflexed. However, the delivery system balloon could only be withdrawn about 3/4 of the way into the sheath. The sheath and delivery system were pulled back and became stuck on the femoral head. The interventional cardiologist accessed the left femoral side and placed a non-edwards sheath. They cut the back of the delivery system just before the balloon port and planned to pull the delivery system completely through the left side. They used a snare and a transcatheter-based retrieval system to retrieve the nose cone and the wire from the body. The rest of the delivery system was removed from the right side. The non-ew sheath was exchanged for a new 16fr esheath+ on the left-transfemoral side. The patient remained stable. The valve was assessed and moderate-to-severe paravalvular leak was noted. It was decided to implant a second 29mm sapien 3 ultra resilia valve. After implanting the second valve, the valve was assessed and trace pvl was noted. It was noted that the majority of the ruptured balloon from the first delivery system was missing. Angiogram was performed, and a portion of the balloon was located in the left common iliac. The interventional cardiologist accessed the right-transfemoral and retrieved the rest of the balloon with a snare device. It was pulled out through the sheath. All pieces of the balloon were retrieved from the patient. Both access points were closed without any other complications, and the patient left the room in stable condition. Images of the delivery system were provided, and the following was observed: commander delivery system with fully circumferential radial balloon burst at both balloon shoulders, with entirety of balloon working length separated, and with distal balloon shoulder, nose tip, and guidewire lumen separated from the rest of the delivery system.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device remains implanted and was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. It should be noted that the sapien 3 ultra resilia (s3ur) thv was implanted in a native bicuspid aortic valve with annulus size 834 mm^2. The 29mm s3ur thv system is indicated for valve replacement involving a native aortic valve with a native valve annulus size of 540 - 683 mm^2. Therefore, this was an off-label operation (undersized thv). The IFU and training manuals in this section were reviewed for relevant guidance. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The device malposition was confirmed based on the information provided available to date. Per the instructions for use (IFU), valve malposition is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. In this case, a stiff bicuspid raphe may have created a challenging anatomy for deployment. The stiff bicuspid raphe may resist symmetric balloon expansion during deployment, producing uneven radial forces and increasing the likelihood of sudden shifts once any region of the anatomy yields, potentially contributing to malposition. Additionally, the ICD (inter-commissural distance) of the native bicuspid aortic valve is unknown, however the use of an additional +6 cc for deployment suggests an oversized landing zone. The reported measured annulus size was 834 mm^2; per the IFU, the native valve annulus size area should be between 540-683 mm^2 for a 29mm s3ur thv. The use of an undersized thv can prevent proper positioning of the thv within the landing zone and lead to a malpositioned thv, as reported. Furthermore, it was reported that the delivery system was pushed forward during deployment, as the intention was to implant the valve lower. However, the valve reportedly landed too low at 50/50 (aortic: ventricular), leading to the decision to implant another valve, intending to place it higher. The deployment technique (pushing on the ds during deployment) likely contributed to the valve landing too low. As such, available information suggests that patient factors (bicuspid valve) and/or procedural factors (off-label usage, deployment technique) likely contributed to the device malposition. However, a definitive root cause was unable to be determined at this time. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve/pre-stent and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication that a product malfunction contributed to this adverse event. Investigation results suggest procedural factors (device malposition) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.